Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify no delivery alarm and perform self test, displacement test, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the escape button was not working. The customer¿s blood glucose level was 104 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.